Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: no defect was found with the subject pump. There was no alarm or pump condition indicating a malfunction were recorded in black box or alarm history. The pump accurately delivers 2.00 units/hr for 29-hr period. Pump powered with audible tones, vibration and displayed verify screen. The basal and bolus deliveries added up correctly with tdd.

Event description:
The patient's father reported that on (B)(6), 2011 the patient felt shaky and dizzy and obtained a low blood glucose reading of 23 mg/dl. In response to the low bg, the patient was treated with glucose tablets, frosting and cookies. The patient's father claimed the temp basal was used after bg was low; however, the patient's father also stated that the pump was suspended after bg was low. The patient's bgs reportedly have remained in usual range since the low bg. At the time of troubleshooting, the patient's father informed the csr there were no changes in patient's activity, medication, or alcohol intact that may have contributed to the low bg. The pump history was reviewed and the reporter confirmed the boluses administered prior to the low bg were appropriate based on the carbohydrate intake. It was also noted that the tdd added up correctly. The pump settings were also confirmed to be correct. The reporter stated that the pump was not primed while attached to the patient. He also denied any manipulation of the cartridge/cartridge cap while attached to the patient. This complaint is being reported due to possible user error and because the patient had low blood glucose of 23 mg/dl while on insulin pump therapy.